Event description:
The customer stated, that he tested his blood glucose using his contour and elite xl meters. The contour read 201 mg/dl, while the elite xl read 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the system to be operating as designed. No product will be returned.